Event description:
Pt with pacemaker admitted to hosp for cardiac surgery. During recovery pt suffered two tachycardia events which were reverted each time with external defibrillation. The local physician thought the first incident of ventricular tachycardia had been due to a stimulus from the pacemaker. The hosp called the pt's cardiologist who programmed the pacemaker to aai mode to avoid any possibility of ventricular stimulus. The pt died during a subsequent tachycardia event. The death does not appear to be device related.